Event description:
Boston scientific received information that the battery indicator of this pacemaker has indicated 2.5 years to elective replacement indicator (eri) and went down to 6 months then went back again to 2.5 years at same clinic follow up. The magnet rate was 90 but did not go back to 100 when the battery indicator went back to 2.5 years. Boston scientific technical services (ts) discussed possible reason of the current estimated longevity and suggested to perform a save memory to disk and submit it to analysis. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.